Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided

Event description:
It was reported that the implantable cardioverter defibrillator was explanted for an unknown reason. The patient condition was unknown.